Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the antenna part started to heat up while charging. There was a fractured issue due to a kink at the boundary part between the antenna and the cable. This was visually confirmed by a technician. The recharger was replaced with a new one, and the issue was resolved. No symptoms were reported, and the patient was alive with no injury. No surgical intervention occurred or was planned. The disease the patient was originally/primarily treated for was intractable chronic pain. The physician's observation about causality was that the electrode may be fractured. Based on the reported information, this was believed to be referring to the conductors on the recharger cord and not any implantable device as a fracture issue was reported with the recharger and the issue resolved with replacement of the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, intermittent poor recharge quality message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. G2. Japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.